Event description:
The device was returned for a pneumatic valve leak failure. The device displayed a tubing set misloaded error when a cassette was loaded on to the device. Log files were reviewed and found multiple valve leak failures. The device was put into manufacturing mode to test the pneumatics system. The device failed during hardware testing. The test tool displayed a tank leak failure. This failure is related to valve 2 and the tank body. The device was opened and the pneumatic system was removed for further inspection. Small hairline cracks were located on the tank body, specifically near the holes for the screws.

Event description:
The following has been reported: biomed reported: pump has red service needed error and sounds like it is struggling/making weird noises. A preliminary review identified the following issue: pneumatic valve leak failure (valve 1) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.